Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated for item number h787lvtx52130 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The shr indicated the reporting hospital only received one lot of this item number in the six months prior to the procedure. The one lot obtained through the shr was (5030386). The device history records for the lot obtained through the ship history report (packaging lot and component lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the vortex port product family and the failure mode "leakage. " no adverse trend was identified. The reported complaint description of "leakage" could not be confirmed as no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The directions for use provided with the vortex port contain contraindications for use as well as potential complications, including but not limited to : "infection; occlusion; thrombophlebitis, pneumothorax; catheter malposition; migration and inadequate anchoring; hemorrhage; vessel trauma, including puncture, laceration, and erosion of vessel and the skin; catheter pinch-off (compression of the catheter between the clavicle and the first rib); hematoma; clot formation; catheter fragmentation; embolization; cardiac arrhythmia; cardiac puncture; cardiac tamponade; fibrin sheath, endocarditis; implant rejection; thoracic duct injury; thromboembolism; peritonitis; thrombosis; and drug extravasation (leakage)." (B)(4).

Event description:
As reported by hospital in (B)(6): an implanted vortex port was leaking "at the connection of the port and the catheter." The port was removed and replaced with another vortex port. The removed device was discarded at the hospital. No patient complications were reported.